Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling symptoms of "a little faint or a rush", and also experienced two recent falls. Follow-up with the clinic revealed that the patient was seen, and reprogramming changes were made. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.